Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator device output changed while the padlock was showing in the upper right corner of the device. The customer did not know what programmed parameters were at the time of the incident or it was atrial or ventricular values that changed. The biomedical engineer was unable to duplicate the issue. The device remains in use. No patient complications have been reported as a result of this event.